Event description:
It was reported that a request was placed with smiths medical to return a medfusion¿ medfusion® 3500 syringe pump for motor rate error. No information was reported that the product fault occurred while in use with a patient.